Manufacturer narrative:
This product was not returned for evaluation. This report will be re-evaluated if additional information is received.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. It was successfully replaced with a new lead. No additional adverse patient effects were reported.